Manufacturer narrative:
This report is submitted on september 29, 2021.

Event description:
Per the clinic, the patient experienced wound dehiscence and infection due to the wearing of glasses, mask, and sound processor rubbing on the incision site. Subsequently, the patient underwent skin revision surgery under general anesthesia (date not reported) where IV antibiotics were administered. The patient was also prescribed post-op oral antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and there are no plans to re-implant the patient with a new device as of the date of this report. It was also reported that the patient experienced an extrusion of receiver / stimulator. This report is submitted on november 30, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 13, 2022.